Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform the issue only occurred on one sample. The customer informed that quality controls (qc) were within acceptable range on both systems. The customer inspected the sample for possible signs of interfering substances (e.g., fibrin, hemolysis), and none was observed. Siemens evaluated the reagent and sample trace files and noted no issues. The event is associated with a sample-specific issue, and the elevated result was not reproducible. The cause of a discordant, falsely elevated, high-sensitivity troponin I (tnih) result on one patient sample is unknown. Siemens concluded that pre-analytical variables could affect the quality of the sample, and deviation from recommended best practices can impact results. The analyzer is performing within specifications. No further evaluation of the device was required.

Event description:
The customer obtained one discordant, falsely elevated, high-sensitivity troponin I (tnih) result on an atellica im 1300 analyzer. The discordant result was reported and questioned by the physician(s). The customer obtained a new sample from the patient and performed repeat testing. The repeat result <2.5 ng/l was reported and questioned by the physician(s). The customer used the two patient samples and an alternate atellica analyzer to perform repeat testing. The customer obtained the same result of <2.5 ng/l and issued a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnih results.